Manufacturer narrative:
The customer reported problem of solex 7 heparin catheter (lot # 89716) spiral detached was not confirmed. The returned catheter functioned as expected, there was no device malfunction. During visual inspection, there were no issues or discrepancies the solex catheter performed as intended. No physical damage was found, the appearance of the distal serpentine balloon was normal, still intact, it was not detached from the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood residues were observed on the balloons. During functional test, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. There was no balloons leak observed during inflation or deflation. All lumens flushed as intended. Additionally the solex 7 catheter was connected to a good known start up kit (suk) and ran with the ivtm thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The catheter performed as intended.

Event description:
It was reported that the distal part of the spiral detached from the solex 7 heparin catheter (lot # 89716) during catheter installation. After removing the catheter's protective cover, the distal spiral part was found to be detached. The catheter was not inserted into the patient, there was some blood smeared on the catheter from the attending physician's bloody gloves. Customer used a new catheter to continue treatment. No consequences or impact to patient.